Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device presents a burned blood in the rings and the tip, additionally a slightly bend in the distal section. Verified ablation using maestro generator 3000 in power mode. No error codes were displayed on maestro screen and the device performed within product specification. During electrical testing of the catheter, the device was within product specification and no opens or shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an atrial fibrillation treatment procedure, char occurred. The treatment site was at the cavo-tricuspid isthmus (cti). An non-bsc rf ablation generator was set at 60 degrees and 85 watts. This (B)(4) blazer prime xp catheter was selected and upon removal following ablation, charred blood was observed on the tip of the catheter. The procedure was completed with this device. There were no patient complications reported and the patient's status is stable. Anticoagulation therapy was administered throughout the procedure.

Event description:
It was reported that during an atrial fibrillation treatment procedure, char occurred. The treatment site was at the cavo-tricuspid isthmus (cti). A non-bsc rf ablation generator was set at 60 degrees and 85 watts. This 7-110-2.5-8-10 blazer prime xp catheter was selected and upon removal following ablation, charred blood was observed on the tip of the catheter. The procedure was completed with this device. There were no patient complications reported and the patient;s status is stable. Anticoagulation therapy was administered throughout the procedure.